Manufacturer narrative:
Review of the submitted log file confirmed power elevations; however, a specific cause for the power elevations could not be conclusively determined through this evaluation. A direct correlation with heartmate ii left ventricular assist system (lvas), serial number vad-62891, and the reported events could not be conclusively established. A review of the submitted log file found that the pump maintained a stable speed above the low speed limit without issue. Transient power and flow elevations were captured on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. All power/flow elevations were captured during pulsatility index (pi) events. The system appeared to be operating as intended, and there were no notable alarms active in the log file. It was reported that the patient had pump power elevations. The power elevations resolved on their own, and it was unknown how the elevations resolved. An echocardiogram was taken that demonstrated a possible mobile thrombus mass in the left ventricle apex. It was reported that the patient¿s parameters returned to baseline, and the patient was discharged to home on anticoagulant medication. The patient remains ongoing on vad-62891 with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists peripheral thromboembolic event as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential risk/adverse event that may be associated with the use of heartmate ii lvas. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for vad-62891 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 07aug2017 via customer order s188153. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing pump power spikes as high as 7. Review of the log files showed elevated powers and flows. The cause of the elevated powers and flows was possibly due to thrombus. A mobile mass was seen in the patient's left ventricle via echocardiogram. The patient was treated with anticoagulants and the events resolved. The patient was stable at home.